Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 degenerative tricuspid regurgitation (tr) and long leaflets for a triclip procedure. During the procedure, a triclip was successfully implanted. An attempt was made to deploy second triclip, the clip opened up 30-40 degree after detachment from triclip delivery system. The tr was reduced to grade 1 post procedure. There was no clinically significant delay.